Manufacturer narrative:
A4-a6: unk. B3: unk. D4 (experiation date); unk no serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. Claim# (B)(4).

Event description:
In the article, "analysis of perioperative problems related to intraocular implantable collamer lens (icl) implantation," the authors provide multiple events for implantable collamer lenses. These included: induced anterior subcapsular cataract due to icl implantation, patients' having mild to moderate dry eye without severe symptoms after surgeries, a magnitude of corneal astigmatism significantly increased in the temporal incision group, urrets-zavalia syndrome, a patient who developed iris and ciliary cysts of implantation, rhegmatogenous retinal detachment after implantation, patients with worsening night vision, glare and halos, spontaneous rotation, significant loss of visual acuity, high intraocular pressure and secondary glaucoma, a patient with developed malignant glaucoma without pupillary block or choroidal hemorrhage/effusion, a patient with high myopia followed by a development of malignant glaucoma, a patient who developed cystoid macular edema after implantation then receiving treatment of pars plana victectomy, and microvascular anomalies of implantation.